Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v875210, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v966673, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was an end of service (eos) message. A longevity calculation was performed to estimate implantable neurostimulator (ins) battery life. The longevity calculation indicated the ins depleted sooner than expected. The battery was at 2.535 and no impedance issues were found. There was a possible intermittent short. Additional information received five days later reported the patient had a return of muscle spasms. The cause of the abnormal battery depletion was not determined. Actions/interventions were not decided.